Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable results for multiple patients after they mistakenly replaced a preclean solution with cleancell solution. The customer stated there was no alarm generated by the analyzer. Data was only provided for one low troponin t hs result for one patient sample. The initial result was <3 pg/ml and was reported outside of the laboratory. The customer placed the correct solution on board the analyzer and repeated testing. The customer also repeated testing on another analyzer. The sample was repeated and the result was 780 pg/ml. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation confirmed the cleancell m and preclean ii m bottles and the preclean positions on analyzer are designed to prevent misplacing of bottles. Additionally, the caps of the bottles have different colors. Mistakenly switching the solutions is only possible with effort by the user. The issue was due to a user error and a general product problem could be excluded.